Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was seen after the patient was not able to drain due to a notice: draining slowly message and cancelling treatment. The patient stated when opening the cassette door, water started spilling and spraying everywhere like "two holes sprang out looking like spiderwebs," wetting the floor and the patient's socks. The patient did not know where the leak originated from due to the patient's memory. The patient re-setup supplies and received m31 air detected in cassette warning alarms. Fluid was seen after opening the cassette door after cancelling treatment. The patient was advised due discontinue use of the cycler. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). The cycler was replaced. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The pdrn stated the cycler was replaced and the patient is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was seen after the patient was not able to drain due to a notice: draining slowly message and cancelling treatment. The patient stated when opening the cassette door, water started spilling and spraying everywhere like "two holes sprang out looking like spiderwebs," wetting the floor and the patient's socks. The patient did not know where the leak originated from due to the patient's memory. The patient re-setup supplies and received m31 air detected in cassette warning alarms. Fluid was seen after opening the cassette door after cancelling treatment. The patient was advised due discontinue use of the cycler. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). The cycler was replaced. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The pdrn stated the cycler was replaced and the patient is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.